Manufacturer narrative:
Continuation of d10: product ID 8637-40 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: 8637-40, serial/lot #: (B)(6), ubd: 28-sep-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl (1500 mcg/day at 271.7 mcg/day) via an implantable pump. It was reported that a catheter access study was done in (B)(6) 2026 in preparation for prophylactic pump replacement due to eos. Unfortunately, he was unable to aspirate any csf from the catheter access port and the patient was subsequently scheduled for catheter revision with routine pump replacement. The catheter was found to be anchored to subcutaneous fat and not the fascia. The healthcare provider also reported calcium buildup within the pump pocket. Exact cause of catheter obstruction was unknown. During surgery the physician dissected out the full length of the proximal segment but did not note any csf from the catheter. He then proceeded to disconnect the proximal segment from the spinal segment at the collet. He attempted to aspirate directly from the spinal segment, but had no return of fluid. He then proceeded to flush preservative free normal saline through the catheter multiple times, cautioned about drug remaining in catheter, but still had no return of csf. He then proceeded to attempt to pull the catheter down under fluoroscopic guidance, but when he put traction on the catheter, the catheter broke and was pulled out through the pump pocket.